Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and chronic ventricular lead were farfield p-wave oversensing resulting in pacemaker inhbition. It was further reported that the patient was symptomatic with the inhibiton. The ventricular sensitivity of the device was reprogrammed to less, yet the problem persisted. An invasive procedure was performed, during which, the 4269 lead was capped and the rate/sense portion of the chronic 0158 lead, previously capped, was uncapped and used for rate/sense purposes. The lead was repositioned but displayed a loss of capture. After further repositioning, an acceptable location was found and capture was achieved. No further problems were observed and the patient will be followed. Additional information was received that the entire device system was explanted due to patient infection. Please refer to regulatory report #2124215-2012-01649 for this information. The lead was returned to allow for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The lead was returned severed in four segments. The first segment measured 95mm. The second segment measured 880mm, with extremely stretched coils and pieces of insulation. The third segment measured 70mm of the anode coil only. The fourth segment measured 567mm, with an extremely stretched anode coil, pieces of insulation and anode ring. The tip was not returned. Set screw marks were noted on the terminal pin and anode ring. Dried body fluid was noted in all lumens. Additionally, multiple conductor coils were extremely stretched to the point of fracture on the ends of the pieces returned. Cuts, tears and puncture noted holes were noted in the insulation. Insulation abrasions noted through to the anode conductor coil in three places on the fourth segment. The abrasions are long and smooth. Due to the type and location (towards the tip of the lead) it appears that these were most likely due to lead on lead abrasion within the heart area. There are striations in the insulation around the abrasion area, the abrasion appears to be a small hole with jagged edges. Due to the location and type of abrasion it appears that it was possibly caused by lead on lead interaction within the heart valve region. Electrical testing on each segment was found to be electrically continuous.